Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to customer¿s blood glucose level. Technical support provided pump reset information and assisted in resetting the pump, after which the malfunction did not recur.